Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the roller pump was checked and no abnormalities were observed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the small cardioplegia roller pump failed to start to deliver a dose of cardioplegia late in the procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine while on cardiopulmonary bypass. According to the complaint report, a small four inch roller pump failed to start to deliver a dose of cardioplegia and was changed out, with no delay, no blood loss, and no adverse outcome. However, the log files indicate that the cardioplegia (cpg) pump failed to start due to a safety connection response from a cpg pressure alarm, and that once the pressure alarm was cleared, the pump was able to be restarted. This would indicate that the pump behavior was normal and as designed.

Manufacturer narrative:
Updated block: b5 per data log analysis, on (B)(6) 2022 at 09:21:26 am a perfusion screen was opened. There are multiple instances of auto deliveries being successfully completed. Then there are multiple pressure and low level alerts. The user reported the cpg pump failed to start to delivery cardioplegia. At the time this was reported there was an active cpg pressure alarm that was configured to pause the cpg pump. The cpg pump was stopped and while the cpg pressure alarm was still active the cpg pump would not start as reported. This confirms the complaint, but the behavior was normal and as designed. When the pressure alarm cleared, the cpg pump was started and was able to deliver cardioplegia again.